Manufacturer narrative:
Additional information was received the death was related to other comorbidities; the valve did not cause or contribute to the death.

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
Additional information has been requested. The device has not been returned for analysis. A separate report has been filed on the chronic device. (B)(4).

Event description:
Medtronic received information that this aortic root bioprosthesis was implanted as a replacement device for another device of the same model and size that was explanted after eight years of implant. It was reported the patient expired later the day of the replacement procedure. It was not reported why the chronic device was explanted, or the cause of the patient death.